Event description:
The patient reported blood glucose results of 204, 99, and 103 mg/dl" with the lifescan meter, performed within 11 - 20 minutes of each other. The meter, test strips, and control sulution were replaced.